Manufacturer narrative:
(B)(4). Results: the pet lock on the proximal end of the pod6 coil pusher assembly was intact. The pusher assembly was kinked in multiple locations along the hypotube. The distal detachment tip (ddt) was separated from the polymer of the pusher assembly. The pod6 coil was detached from the pusher assembly, and the stretch resistant (sr) wire of the pod6 coil was intact. The introducer sheath was kinked approximately 3.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the introducer sheath was kinked near the distal tip. This type of damage typically occurs due to improper handling of the device during use. If the device is manipulated with excessive force at extreme angles, this type of damage may occur. The kinked introducer sheath likely contributed to the resistance experienced while advancing and eventually re-sheathing the pod6 coil. Retracting the pod6 coil against resistance may cause the ddt to fracture off of the pusher assembly, causing the embolization coil to detach. Penumbra coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod6 coils. During the procedure, the physician initially deployed and detached a pod8 coil into a distal branch of the splenic artery using a lantern delivery microcatheter (lantern). Next, the physician wanted to deliver a pod6 coil into another branch so the microcatheter was flushed and the scrub technician attempted to advance the pod6 coil through the lantern. However, resistance was immediately encountered and the pod6 coil was unable to advance. At this time, the physician removed the introducer sheath from inside the lantern''s hub and attempted to advance the coil in the open air. The pod6 coil started to come out of its sheath; however, the physician was unable to resheath the coil back into its sheath and then noticed that the pod6 coil had unintentionally detached. Therefore, the procedure was successfully completed using a new pod6 coil. There was no report of an adverse effect to the patient.